Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Boston scientific technical services (ts) discussed the potential causes for these out of range measurements and measures to evaluate lead integrity. The device and lead remain in service. No adverse patient effects were reported. Additional information received indicating that all other measurements were within normal range. No lead revision was done, just a follow up test with the lead. No adverse patient effects were reported. Additional information was received indicating that no pacing inhibition was noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.